Manufacturer narrative:
(B)(4). The excor blood pump, s/n (B)(4), was used from (B)(6) 2015 to (B)(6) 2015 (197 days). We have reviewed the production records of the excor blood pump s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. On the initial visual inspection an air padding was detected between the membrane layers, which indicates the defect of the air-side layer of the triple layer membrane. After disassembly a hole was detected in air-side layer of the membrane on the rolling radius of the stabilization ring. Between the air-side layer and the middle layer of the membrane abrasion particles were detected. The particles have most probably formed from abrasion between the air-side layer and the middle layer of the membrane. The abrasion presumably occurred from a local failure of the lubricating film (graphite coating of the membrane). The particles formed from the abrasion between the membranes layers caused increased friction at points which finally led to the defect in the air-side layer. The defect led to the formation of air padding between the driving membranes which caused a reduced flow volume (incomplete filling and ejecting) of the blood pump. The manufacturer has implemented some changes in the production process to mitigate membrane layer defects and has trained production workers to optimize the amount of graphite between the layers.

Event description:
The manufacturer, berlin heart (B)(4), was informed by the clinic that the right excor blood pump of a patient supported in bvad configuration with the excor vad system was not ejecting properly. The clinic decided to exchange the excor blood pump without consultation with the berlin heart clinical affairs team. Manufacturer was informed that the exchange of the excor blood pump was performed without any complications. The patient tolerated the blood pump exchange well and we were informed that he experienced no untoward effects.